Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample will be retained by the user facility risk management department. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately sixteen months post filter implant, imaging demonstrated that four limbs had detached from an ivc filter. Reportedly, the finding was incidental and the patient was asymptomatic when the discovery was made. One limb was identified within the retroperitoneal space. Another was observed to be within the patient's right pulmonary lobe and two were identified within the patient's left pulmonary lobe. The filter and the two detached limbs within the patient's left pulmonary lobe were retrieved without incident. The limbs within the right pulmonary lobe and peritoneal space could not be retrieved. The patient is asymptomatic.